Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6(update codes), h11. B5: the device was filled with 13500mg piperacillin/tazobactamin 230ml. H4: the lot was manufactured between october 3-4, 2024. H11: the device was received for evaluation containing 114ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. It was observed that approximately 35% of the medication remained within the device at the end of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.